Event description:
It was reported that the physician has been having problems with his (B) (4) handheld computer recently. He states that it freezes on the interrogation successful screen and won't change. Troubleshooting was explained to the physician and he acknowledged. Product will not be returned to MFR at this time as troubleshooting resolves event.